Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 1126 was found indicating fiber communication issues on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the "0x3" axis. Once testing was completed, the rolling loop fiber cable was tested and verified to be the source of the fault. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located on usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The usm has been received for failure analysis testing, but the fa has not yet been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a recoverable error occurred on universal surgical manipulator (usm) 3. The customer tried to recover the error and power cycled the system, but the issue was not resolved. The tse confirmed multiple errors in the logs pointing to usm 3. The tse had the customer perform a hard power cycle on the patient side cart (psc), which resolved the errors. After, the csr called back to report that a different error pointing to the same usm arm occurred after the system was restarted. Isi followed up with the csr and obtained the following additional information: surgical ports were not placed on the patient when the issue was identified. The procedure was converted to another da vinci system (dv5).